Event description:
It was reported that the patient experienced diaphragmatic stimulation that appeared to be getting worse as their congestive heart failure worsens. The left ventricular (lv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.